Manufacturer narrative:
Device analysis: customer complaint not confirmed. Device was not returned for investigation. A review of the specific device history record could not be conducted due to the lot number being unknown. A root cause or possible root cause for this complaint could not be determined.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the catheter was damaged. A rx lithotripter basket had been advanced to an unspecified location within the common bile duct (cbd). The physician was exchanging the device for unknown reasons when the catheter "frayed and shredded". The physician was unable to re-advance the basket over the wire. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".